Event description:
Customer reported that he had an ipro device inserted and after one day it came out. Customer stated that the tape was not installed properly and also he was perspiring heavily. Customer stated that he has both the recorder and the sensor. Customer reported that his blood glucose was 43 mg/dl; treated by having juice and chocolate. Customer stated that low blood glucose was cause by him nor eating since breakfast and doing work outside. Customer stated that the doctor had prepared his insertion site as this is a study. Customer was advised that they would likely need to do another study. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.